Manufacturer narrative:
H.6. Health effect - impact codes: f23. Article citation: lee, ian bs, et al. "Short-term outcomes of xen 45 gel stent ab interno versus ab externo transconjunctival approaches." J glaucoma. 2023 mar 13. Doi: 10.1097/ijg.0000000000002208. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as "implanted via ab externo technique; pom3, medication was provided; pom7, needling performed and intraocular lens exchange was performed due to iol subluxation" in right eye. Patient had decreased visual acuity at final follow up. Device remains implanted. This literature article was previously reported under MDR ID#: 3011299751-2023-00040. This MDR is being submitted for specifically for this patient that was additionally provided by the author.